Event description:
When contacted for follow up information, it was confirmed that the implantable neurostimulator was ¿rotated¿ and not flipped or inverted. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 3389s-40, lot# va05216, implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
It was reported the patient¿s right implantable neurostimulator (ins) was rotated ¿due to twiddling.¿ it was noted ¿contact 1 was still in use for programming¿ and that ¿repair was recommended.¿ it was noted the rotation of the right ins was confirmed via x-ray on (B)(6) 2013. A supplemental report will be filed if additional information is received.